Event description:
The customer reported that there was a possible overharvest during a procedure on a rika device. Per the customer, they intended for the donor to donate 750 ml, however 800 ml was the actual amount donated. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide additional information in h.6 and h.11. Investigation: lot number, manufacture and expiry date are not available at this time.further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. It was confirmed the ac infusion rate was below the 1.0 ml/min/l limit for rika. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation: lot number, manufacture and expiry date are not available at this time.  Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that there was a possible overharvest during a procedure on a rika device. Per the customer, they intended for the donor to donate 750 ml, however 800 ml was the actual amount donated. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.